Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during removal of the catheter following a cardiac ablation procedure, tissue was observed in the lattice. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: images and the afr-00001 catheter with lot number 0013152207 were returned and analyzed. One image file was returned from the field. The reported issue "tissue in tip" was confirmed using the image returned from the field. No anomalies were identified during external visual inspection of the catheter. During external visual inspection of the sphere segment, no anomalies were identified. The sphere was intact with no apparent issues. No material in tip was observes, it was cleaned prior to being shipped. Data from the catheter identification chip confirms that the device was used. The chip was re-programmed for functional testing. The returned catheter passed the mapping and ablation test with the mapping system (test/lab), no errors were triggered. No performance issues were identified with the returned catheter. Leak test was performed to check for any leaks on the irrigation line. The pressure decay was 0.029 pounds per square inch gauge (psig), the returned catheter passed the test. Additional test was performed where the catheter was connected to the irrigation pump and purged. Water could be seen dripping out of the nozzle, this was perfor med to confirm the irrigation line is not blocked. In conclusion, the reported " material in tip" issue was confirmed through data analysis and not confirmed during device inspection. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the material was red, around 3-4mm, and adhered to the tip of the lattice.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). One image file was returned from the field. In conclusion, the reported "tissue in tip" issue was confirmed using the image returned from the field. The afr-00001 sphere 9 catheter is pending return for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.